Event description:
It was reported that patient presented to hospital via ambulance complaining of shortness of breath, weakness, confusion and possible skin infection at the pacemaker site. The patient was admitted into the hospital and was treated with antibiotics and IV diuretics. The patient was discharged the following day in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.